Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and discovered that the adjustment port for conductivity was broken. The fse replaced the radio frequency preamplifier (rf preamp) resolving reported issue. (B)(4).

Event description:
The customer reported recovering "0" for conductivity while running latron controls on a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.